Event description:
The customer reported that he is at the hospital. He stated having weird readings from his insulin pump and the device is acting strange. They uploaded the device and it showed that he has not change the infusion set in fifteen days. The caller also mentioned having problems with filling the cannula. Troubleshooting was performed and the drive support cap was loose. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the bolus history and found missing boluses in many days. Advised the customer to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.